Event description:
It was reported that the OEM smartsite y-body valve eo only leaked saline during the flush when used with the IV set. The following information was provided by the initial reporter, translated from japanese to english: "after connecting the IV set to smartsite 5000r, the infusion was started but fluids didn¿t flow. The hcp suspected that this flow issue could be due to fibrin sheath occurring in the port implanted into the patient. The hcp then removed the IV set and connected a syringe of saline to smartsite 5000r and performed flushing. Then, saline splashed from smartsite 5100r (y-type) and the hcp stopped using the product (ss2007-zat). The hcp connected a new ss2007-zat, which could be used properly with no leakage or other abnormalities."

Manufacturer narrative:
H6: investigation summary : one x ss2007-zat sample, one x 5100r sample and one x 10ml syringe with male luer tip from unknown location were received connected to one another. All samples were received without packaging & residual fluid was present. Visual inspection revealed no damage to the samples. Functional investigation involved using a 3-way stopcock from lab stock connected to the downstream male luer to block fluid flow and then attempt to flush the remaining residual fluid through the samples in their received form : no leakage was observed and flow was blocked. The received syringe was then connected to the other smartsite found in the received samples and flushing was attempted once more with the 3-way stopcock still blocking fluid flow: no leakage was observed. This was then confirmed by applying air pressure to the samples in their received form whilst submerged underwater, once again testing both smartsites : no air bubbles were produced. A 60ml bd plastipak syringe and a 6ml luerslip syringe , both from lab stock, were then used instead of the received syringe to repeat the aforementioned testing : once again no leakages were observed. No anomaly found on DHR review done by atom medical.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the OEM smartsite y-body valve eo only leaked saline during the flush when used with the IV set. The following information was provided by the initial reporter, translated from (B)(6) to english: after connecting the IV set to smartsite 5000r, the infusion was started but fluids didn¿t flow. The hcp suspected that this flow issue could be due to fibrin sheath occurring in the port implanted into the patient. The hcp then removed the IV set and connected a syringe of saline to smartsite 5000r and performed flushing. Then, saline splashed from smartsite 5100r (y-type) and the hcp stopped using the product (ss2007-zat). The hcp connected a new ss2007-zat, which could be used properly with no leakage or other abnormalities."